Event description:
It was reported that during an arthroscopy, two werewolf coblation wands would not turn off after use and after removing from the joint. The only way to stop it was to press the coagulation button and cause a system error to show up on the werewolf console. The procedure was completed with a non-significant delay using the same device. No patient complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10: h2: additional information on g2. D4, lot no.: the following are the lot numbers reported: 2073823 and 2081962. However, it is unknown which of the two failed. D4, exp. Date: expiration dates for the two lots reported: 25-may-2024 (lot 2073823) and 02-nov-2024 (lot 2081962). H4, mgf. Date: manufacturing dates for two lots reported: 25-may-2021 (lot 2073823) and 02-nov-2021 (lot 2081962). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.